Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. It is unknown how many pulses were delivered. A kink occurred during removal of the catheter, not during advancement or preparation. The exact location of the kink relative to the hub or strain relief is unknown. Resistance was encountered upon ivl device removal and detachment of the balloon occurred while removing the ivl catheter from inside of the sheath. There was no balloon loss of pressure, and the balloon was fully deflated before removal. The sheath was then removed from the patient, and the ivl catheter was retrieved. The size and details of the detached component are unknown. A new sheath was reinserted, and the procedure was completed successfully. There was no reported patient harm.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned broken and separated into two pieces. The reported failure of catheter detachment was confirmed. The distal portion of the ivl catheter was detached. None of the components were left inside of the patient based on the reported information and investigation observations. The device likely got stuck inside the sheath during removal and the force used to remove the device caused it to detach. However, this could not be definitively determined. There was no patient sequelae reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.